Event description:
It was reported there was an error during the cutting action when using the headpiece. Partial area of skin graft is not cut out. No harm or delay were reported. No adverse events were reported as a result of this malfunction. Due diligence is in process to date no further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. Initial reporter telephone: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. G2: hong kong. Review of the most recent repair record determined the motor rpms were within specification, but the device was out of calibration. The motor, bearings, o-ring, seal, and reciprocating arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.